Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a tubing fill on an ilet insulin pump with an infusion set (contact detach), the user did not observe insulin drops despite multiple attempts while disconnected from the body, and insulin delivery only resumed after a complete supply change, consistent with an obstruction of flow localized to a connector/coupler component. Symptoms included hyperglycemia. Outcomes included serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to the obstruction of flow in the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.